Event description:
The service report shows that there was no audible alarm. The co customer support engineer (cse) verified that there was no audio alarm. The cse inspected the device and found that one of the printed circuit boards was unseated from the mother board. The cse reseated the printed circuit board. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.